Event description:
It was reported that while performing surgery (tha), the product detached from the trial neck and migrated through the tissue. The surgeon tried to remove it, but it kept moving deeper into the soft tissue to a point where it was too near critical blood vessels and nerves. He called for a vascular surgeon to come in and assist, but no one was available until later. He put the insert in, closed the wound, and waited for a vascular surgeon to come in and remove the trial head through another incision. Later that night, the trial was removed without further incident.